Event description:
Patient was not experiencing any issues, but came in for standard post-op follow up. After the scan, the surgeon noticed that one of the screws was backing out. When asked, the surgeon thinks that he turned the locking cam but was uncertain. This was a malfunction, no serious injury. The screw was left in place no intervention or revision is needed at this time. If circumstances should change a follow up will be issued.